Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per the dexcom user guide: "ages 18 years and older: insert in your belly." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was not being worn within line of sight of the pump. The customer moved the pump and transmitter within line of sight. Customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. No additional patient or event information was available.